Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed error code 1109 indicating a machine pressure sensor autozero failure had occurred. The proximal pressure sensor is used to measure machine pressure (solenoid 3 de-energized; solenoid 4 energized), the proximal pressure is not measured, and pressure-related alarms are compromised. The rse advised troubleshooting recommendations provided in the v60 service manual to the customer. The customer bme stated no work had been done on the flow sensor or the da board recently therefore, there was no reason to verify alignment as the manual suggested as first diagnostic step. The bme requested and was provided the part details for a solenoid valve replacement which aligned with the manual's second recommendation. Multiple good faith efforts were made to obtain information regarding device correction activity and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from the customer reporting a pressure sensor related error occurred on the v60 ventilator. The device was not in clinical use. There was no report of patient or user harm or other impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed error code 1109 indicating a machine pressure sensor autozero failure had occurred. The proximal pressure sensor is used to measure machine pressure (solenoid 3 de-energized; solenoid 4 energized), the proximal pressure is not measured, and pressure-related alarms are compromised. The rse advised troubleshooting recommendations provided in the v60 service manual to the customer. The customer bme stated no work had been done on the flow sensor or the da board recently therefore, there was no reason to verify alignment as the manual suggested as first diagnostic step. The bme requested and was provided the part details for a solenoid valve replacement which aligned with the manual's second recommendation. The investigation is ongoing.